Event description:
It was reported that missing sensor wire occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The sensor was inserted into the arm on (B)(6) 2020. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because sensor or sensor pod were not received. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The sensor was inserted into the arm on 09-18-2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.